Manufacturer narrative:
No patient identification number - (B)(4). Device has not been returned to manufacture.

Event description:
The doctor indicated during a procedure on (B)(6)2017, a biomechanical overload of the placement driver (iipdtl) had occurred and that implant (bost510) could not be placed in final position in tooth location # 30. The doctor indicated driver got destroyed due to high torque. The doctor could not place another implant during the same procedure. The case resulted in a 3 month delay for the patient in implant placement.

Manufacturer narrative:
The reported implant driver tip was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant driver was destroyed during use due to high torque on the implant. The event could not be verified with the information provided, as the implant driver was not returned for inspection. The root cause for the complaint could not be determined.